Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. Following deployment a large hematoma was noted, manual compression was held for 15 minutes. The patient was diagnosed with an av fistula. The patient was taken to surgery for repair of the av fistula. The patient was stable following surgery. No further complications were reported.